Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The indication for the implant was history for pulmonary embolus (pe) and deep vein thrombosis (dvt), in addition to a lower gastrointestinal bleed the required cessation of anticoagulants. The filter was implanted via the right femoral vein, post implant venogram assured appropriate position. It was reported that the filter subsequently malfunctioned, migrated, tilted, and embedded itself to the inferior vena cava (ivc) wall and caused injury and damages to the patient including, but not limited to, blood clots, clotting and occlusion, and perforation of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The following additional information contained in the patient profile from (ppf) indicated the patient became aware of the perforation of the ivc eight years and three months post implantation. The patient also reports to be emotionally distressed and be in constant anguish. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and thrombosis within the filter do not represent a device malfunction. Without the procedural films or post implant images to review the reported, tilt, migration, blood clots, clotting, occlusion of the device, perforation and retrieval difficulty could not be confirmed. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned, migrated, tilted, and embedded itself in the inferior vena cava (ivc) wall and caused blood clots, clotting and occlusion, and perforation of the ivc. The patient reported that the perforation occurred eight years post implant. The patient also reported mental anguish related to the filter. The patient additionally reported becoming aware of perforation of struts into organs and a fractured posterior filter strut retained in the body, approximately twelve years and seven months post implant. According to the medical records the indication for the filter implant was deep vein thrombosis (dvt), pulmonary embolism (pe) and lower gastrointestinal (gi) bleed. The filter was successfully deployed below the level of the renal veins and the patient tolerated the procedure well. Approximately eight years and three months post implant a computerized tomography (CT) scan was performed to evaluate the filter. The images were submitted for independent review approximately four years and three months later. The impression noted an infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal as well as a fractured strut as described above. The report also noted that the filter is tilted, and all struts perforate the ivc wall up to 7mm and reside in soft tissue or contacting the aorta, l4 vertebral body, l3-l4 disc and right ureter. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Filter fracture is a known adverse event associated with implanting vena cava filters and are listed as such in the instructions for use (IFU). Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without images available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned, migrated, tilted, and embedded itself in the inferior vena cava (ivc) wall and caused injury and damages to the patient including, but not limited to, blood clots, clotting and occlusion, and perforation of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffering significant medical expenses, pain, suffering and other damages. The following additional information received per the patient profile from (ppf) indicates that the perforation of the ivc occurred eight years and three months post implantation. The patient also reports to be emotionally distressed and be in constant anguish. According to the medical records, the patient had a history of deep vein thrombosis (dvt), pulmonary embolism (pe) and lower gastrointestinal (gi) bleed. The filter was successfully deployed below the level of the renal veins and the patient tolerated the procedure well. About eight years and three months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for filter evaluation. Review of the images reported a cordis optease ivc filter at the mid l3 vertebral body. The ivc filter is tilted anteriorly at the superior and medially and posteriorly at the inferior end but it does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 7mm. One anterior strut perforates the ivc wall 4mm and resides within the soft tissues. A medial strut perforates the ivc wall 5mm and contacts the aorta and another medial strut perforates the ivc wall 4mm and contacts the l3-4 disc. A posterior strut perforates the ivc wall 7mm and contacts the l4 vertebral body, and a lateral strut perforates the ivc wall 5mm and contacts the right ureter. One lateral strut perforates the ivc wall 6mm resides within the soft tissues. There was no hemorrhage seen; no thrombus seen within the ivc and a fractured posterior filter strut was noted. According to the information received in the patient profile form (ppf), the patient additionally reports perforation of struts into organs and a fractured posterior filter strut retained in the body, becoming aware of these events approximately twelve years and seven months after the filter implantation.

Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that the perforation of the ivc occurred eight years and three months post implantation. The patient also reports to be emotionally distressed and be in constant anguish. According to the medical records, the patient had a history of deep vein thrombosis (dvt), pulmonary embolism (pe) and lower gastrointestinal (gi) bleed. The filter was successfully deployed below the level of the renal veins and the patient tolerated the procedure well. A review of the manufacturing documentation associated with this lot (r0908292) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The exact device implantation is unknown. Complaint conclusion: as reported, the patient underwent placement of an optease vena cava filter on or about (B)(6) 2008. The filter subsequently malfunctioned, migrated, tilted, embedded itself to the ivc wall and caused injury and damages to the patient. Including, but not limited to, blood clots, clotting and occlusion, and perforation of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffering significant medical expenses, pain, suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without images or procedural films for review, the reported filter tilt/migration could not be confirmed and the exact cause could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Additionally, the timing and mechanism of the reported filter tilt is unknown. The legal brief also noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of an optease vena cava filter on or about (B)(6) 2008. The filter subsequently malfunctioned, migrated, tilted, embedded itself to the ivc wall and caused injury and damages to the patient. Including, but not limited to, blood clots, clotting and occlusion, and perforation of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffering significant medical expenses, pain, suffering and other damages.